Event description:
The reporter indicated the device diagnostics resulted in high impedance, indicating a possible lead break or pin insertion issue. The manufacturer requested x-rays of the patient's device and setting the output current to zero. The treating physician may schedule a surgery consult. Good faith attempts to obtain additional information is in progress and awaiting response.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.